Event description:
It was reported that pump displayed software malfunction alarm labeled malf 0, with no notable events occurring beforehand, and alarm was resettable. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, received guidance to reset pump, successfully completed reset with no repeat of malfunction, was advised to continue using pump, and was instructed to call back if malfunction alarm occurred again, which customer acknowledged and understood.

Manufacturer narrative:
In use at the time of the event: cgm model: unknown. Mobile os: unknown / unknown / unknown / unknown.